Event description:
During an atrial fibrillation procedure, a pericardial effusion was diagnosed with intracardiac echo. A pericardiocentesis was performed and the patient was stabilized. At the beginning of the procedure, with the use of a swartz sheath and brk transseptal needle and the support of our intracardiac echo, the doctor realized that the patient's atrial septum was very elastic. There were several unsuccessful attempts. After several attempts, he was able to perform the puncture and followed the procedure, reconstructing the left atrium and isolating the pulmonary veins. At the end of the isolation of the last vein, he noticed a lamina (characteristic of effusion in the pericardium). With the patient stable throughout the procedure, pericardiocentesis was performed. After drainage, the patient was extubated, and left the room conscious and talking. The patient is stable and has no other complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.